Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that the pump had issues changed the battery and received an unexpected restart alarm. The device passed the self-test. The customer was advised to remove the current battery from the pump and insert a new battery (per IFU guidelines) and the pump alarmed unexpected restart. The customer was advised that the insulin pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error, external ram crc error alarm and unexpected resetting time/date after changing battery noted. Pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.